Manufacturer narrative:
This is one of two device reports related to the same event. A follow-up report will be submitted upon receipt of additional information.

Event description:
The l=plaintiff's attorney alleges that the pt experienced a sudden cardiac event, and subsequently expired two days later. The plaintiff's attorney continues to alleges that these allegations have been caused by the pt's exposure to the product administered during dialysis treatment.